Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. The device was started in application problems were found with the device double beeping with a cassette attached. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor.

Event description:
It was reported that the device was double beeping no cassette. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep with no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.